Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36", "system fault 36", "defib fault 84" and an unknown "pacer failure" message. Complainant indicated that there was no patient involvement in the reported malfunction. During testing at zoll medical we observed "pacer disabled" and pacer fault 115 messages.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when out investigation is completed.